Event description:
It was reported the pt experienced ineffective stimulation coverage for his low back and left leg pain. A full parameter diagnostic indicated invalid impedance values on several contacts. Stimulation was captured via reprogramming the system around the contacts.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.